Event description:
It was reported that there was an apparent lead fracture and out of range impedance in the right ventricular lead (model 6947). The patient received inappropriate vt (ventricular tachycardia) therapy. There was high thresholds, loss of capture, sensing difficulty, insulation damage, and a coil fracture in the left ventricular lead (model 4193). Both leads were explanted. A medwatch 3500a was subsequently received reporting that the patient presented with dizziness. It was determined that the pacemaker was not functioning and was replaced due to a lead malfunction and a fractured left ventricular lead. No further patient complications were reported as a result of this event.